Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name, specify: surescan; product ID: 977c265 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2022; explant da te: (B)(6) 2025. Brand name, specify: surescan; product ID: 977c265 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported patient was brought in for lead revision due to poor placement of lead. They state the lead revision took place successfully, then in recovery patient complained of pain, ambulation difficulties, one sided leg weakness and heaviness and healthcare provider (hcp) determined the best course of action was to immediately bring patient back to the or for full explant with direct admission into ICU to follow. After admission they were planning on performing an MRI to help identify the cause of the patient's complaints. Unknown if issue is resolved.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID 977c265 lot# serial# va2nr7f039 implanted: (B)(6) 2022 explanted: (B)(6) 2025. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that a weld was corroded at the distal end of the lead. Analysis identified that conductors #4, #9 and #11 were broken at the electrode crimp sleeves. Additionally, the crimp sleeves for electrodes #3, #4, #9 and #11 were corroded away. Several other crimp sleeves showed visible corrosion residue. Product type lead product ID 977c265 lot# serial# (B)(6)implanted: (B)(6) 2025 explanted: (B)(6) 2025. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports they do not know the cause of the weakness or the status of the patient. Rep reports they were told that beyond the actual surgery, the patient's care and status being discussed with rep would violate hippaa. Per the doctor the best steps forward were to explant the device and admit the patient to the ICU for further testing and care. Rep reports at the time of explant rep did recommend sending the device back for analysis. Rep reports the hospital is still in possession of the device at this time and the rep is unaware if they intend to send it back. Rep reports this hospital has an extensive explant processing process in place so they suspect the hospital will send it back (B)(6) 2025 returned product paperwork received from the hospital reporting "lead impedance issue [arrow pointing towards] lead replaced" (B)(6) 2025 returned product paperwork received from the hospital reporting the patient (pt) "underwent lead revision earlier in the day on (B)(6). Pt experienced weakness in right leg. Decision was made to remove scs [spinal cord stimulator] implant."

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type lead product ID 977c265 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported clarified that the replacement was due to placement and impedance issues. Pt was currently in discussions with their hcp about placing another stimulator but was hesitant due to their previous issues. Rep noted pt has completely recovered from their initial issues after the revision.

Manufacturer narrative:
Analysis information pli# 20 product ID#: 977c265 the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis information pli# 30 product ID# 977119 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.